Event description:
It was reported "the physician noted the patient did not remove the catheter when she was told to; it was left in longer than expected. The physician will be seeing the patient in the office and will obtain x-ray to see if there is a catheter inside the op-site (tkr). The physician didn't know whether or not the catheter broke off for sure but will obtain and x-ray for confirmation." Additional information received 15-mar-2022 from the physician stated the x-ray did not show a catheter segment retained inside of the patient. An x-ray of a catheter only was performed in the doctors office. The physician noted the x-ray was "very hard to see" and the physician would not call them radiopaque.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 31-mar-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.